Manufacturer narrative:
The purpose of this supplemental is to inform the food and drug administration that the initial medwatch sent on this case should be null and void. After further investigation, it was determined that the product within the photograph is not a datascope device. The complaint was forwarded to medtronic (covidien). Internal complaint number trackwise # (B)(4) autonumber (B)(4).

Event description:
The customer called and explained to company representative that the circuit came apart at a male luer lock and entrained air. Pictures were sent to depict the event. The patient is ok and was not impacted per the customer but there was need to evacuate the air out of the circuit.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).